Event description:
It was reported that the procedure was to treat a femoral artery. A 5 x 40 mm armada 35 was advanced to the lesion and pressurized; however, the balloon could not hold pressure. When removed from the anatomy, there was a pin hole observed in the proximal end of the balloon. The device was completed with another armada 35 balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported inflation issue and balloon rupture were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.